Event description:
The complaint sample was not returned for evaluation. The complaint description states that the filter broke inside of the patient's body. Company cannot verify the complaint description, as the device was not returned for investigation. Follow-up questions were sent to the customer to obtain additional information about the event. Due to lack of information regardng the batch details of the filter, a detailed investigation cannot be carried out on this particular batch of filter. Company cannot verify the cause of the complaint, as the sample has not been returned. However, as part of the product validation of the filter, fatigue and creep testing was performed which simulated the life cycle of the filter in both the carrier capsule and in the human body. These tests indicated that a filter would not separate under normal circumstances. No corrective action has been identified, as a definite cause cannot be determined for this complaint, though it is not suspected to be manufacturing related. The complaint will be trended and monitored.

Event description:
It was alleged in a lawsuit filed against boston scientific corporation that a greenfield vena cava filter caused multiple vessel perforations approximately 8 years post implant. The filter was implanted in 1994. In novemeber 2002 the pt began to experience severe back pain and went to the hospital emergency room. X-rays of the lumbosacral spine indicated the filter had broken in situ. Subsequent radiographic studies indicated that 3 of the filter legs had broken and perforated the vena cava, renal vein, and aorta. In 2002 the pt underwent a surgical procedure to remove the broken filter legs. Following this surgical procedure the pt experienced complications including infection, pulmonary insufficiency, and a hernia which required surgical repair.